Manufacturer narrative:
H11: event type corrected from ¿death¿ to serious injury. Subsequent review determined the initial classification relied on litigation language (including loss of consortium) without evidence of patient death or device causation. No death certificate, autopsy, clinician statement, or hospital documentation was provided. Current information supports serious injury criteria. Future updates will be submitted if new evidence warrants reclassification. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. B2, b5, d1, d4 (medical device catalog #), g3, h1, h6 (patient). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, sometime after the port placement procedure, the patient was diagnosed with an unspecified infection and thrombosis. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime after port placement procedure, the patient allegedly developed with unspecified infection and thrombosis. Reportedly, the patient expired, and the cause of death was not provided.